Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "capsular contracture baker grade unknown". Device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade iii/IV, elevated, displaced superiorly and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported left side "capsular contracture baker grade unknown". Later, healthcare professional reported "capsular contracture," baker grade unknown. Additionally, healthcare professional reported "grade 3-4 contracture," "elevated," and "displaced superiorly". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g2.

Event description:
Later, healthcare professional reported "capsular contracture," baker grade unknown. Additionally, healthcare professional reported "grade 3-4 contracture," "elevated," and "displaced superiorly". Device remains implanted.